Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller were used during a procedure performed on (B)(6) 2022. During the procedure, the controller was losing images with the unit. They cleaned the lens, unplugged and re-inserted back the scope into the controller, and turned the controller on and off; however, the problem continues to persist. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.